Event description:
It was reported that the patient¿s first device was removed in the 1980¿s due to a severe infection. Additional information about this event was requested from the patient¿s physician, but no information was provided. The follow up was closed due to the age of the event.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. Product ID: neu_ptm_prog, serial# unknown, product type: programmer, patient. (B)(4).